Manufacturer narrative:
Initial and final (B)(4). Device 2 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced four infusion set tubing detachment event on (B)(6) 2026. The infusion set was detached at from the site connector. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.